Event description:
Patient underwent a kidney transplant. In the subsequent 2 weeks the patient underwent four surgeries for washout and wound closures. Patient had been on various courses of antibiotics and last course was finished 2 mos later. That month, the patient was febrile. Abdominal wound was reddened on right side. Antibiotics were resumed. Blood and urine cultures were obtained and negative. Decision made to obtain CT scan of abdomen. CT showed retained foreign body in left lower quadrant. Decision was made not to take patient emergently to or since patient had shown signs of improvement since antibiotics were re-started. Patient was afebrile and redness of wound had improved. Three days later, patient underwent exploratory lap and removal of a retained x-ray detectable sponge. Patient remains in ICU for medical problems unrelated to this event. A kidney recipient kit childrens pack was used and it contained 1 package of 10 4x4 sponges (the kit was packaged by cardinal health). During the transplant, 3 more packages of x-ray detectable sponges were added to the field. The count was documented as accurate (40 before and 40 after).